Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 10/16/2025, an FDA medwatch notification was received via email. A facility representative reported that during arthroscopic shoulder surgery, an ar-13995n multifire scorpion needle broke, causing metal fragments to remain in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.